Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 250 units of cold insulin. At the time of the reported event, the customer's blood glucose (bg) level was 380 mg/dl. As the customer did not have additional supplies available at the time of the reported event, the customer reported a new cartridge would be obtained and address bg level.